Event description:
It was reported that the asymptomatic patient experienced significant pacing lead impedance increases. No changes were made. The right ventricular (rv) lead was being monitored. The patient was stable.

Manufacturer narrative:
Section e: physician's name: dr. (B)(6).

Event description:
New information notes a re-occurrence of high impedance on the right ventricular (rv) lead.

Manufacturer narrative:
Correction: section b5: batch ID 2017865-20240123155743, should have populated as "new information received notes the impedance was still in range and the patient was just being monitored." Correction: section h3 - device evaluated by manufacturer? Should have been checked "no".

Event description:
New information received notes no other electrical issues were observed, the pacing impedance was high, the patient was being monitored, the patient was stable.